Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the clinic after feeling a sting in his chest with every heartbeat. The lead exhibited high thresholds, due to dislodgement.